Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. A call service alarm reportedly was emitted via the pump after the user bathed with the pump. The battery reportedly was removed and the pump was unable to restart. The patient reportedly waited a period of time and tried to re-start the pump with no resolve. It was noted that eventually a call service 071 alarm was emitted by the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were multiple ¿call service (cs) 128 replace battery¿ alarms that occurred prior to the rewind step followed by por events observed in the black box (bb) history. There was one unexplainable por event observed in the bb history. The battery compartment was found to be intact; no damage or cracks were observed. There was no evidence of moisture found inside the battery compartment. The cartridge cap was not returned; therefore, a test cartridge cap was used to complete the investigation. The returned battery cap was used to complete the investigation. The battery cap contact height and width measurements were found to be within required specifications. The battery cap secured to the pump and maintained electrical connection. The battery cap was unscrewed half a turn with no power loss. The pump was exercised for 24 hours with no power interruptions. The pump case was removed; no intermittent conditions or moisture was found inside the pump or within the power circuit. The reported, ¿intermittent power issue was unable to be duplicated during investigation.